Manufacturer narrative:
As of 04/29/2016 aso did not receive response to our request for return of unused samples. However, aso was able to perform testing for adhesion properties on retained samples of the same lot number as well as review records of biocompatibility tests. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that she had an allergic reaction after using the bandage.